Event description:
It was reported to baxter (B)(4) that an lv folfusor device overinfused a patient with fluorouracil. The device infused an unknown patient with 233ml of fluorouracil in 18 hours instead of the expected infusion time of 46 hours. There was no report of patient injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device is not available for evaluation per the customer. This device is not distributed within the united states, therefore, the 510k is unknown for this occurrence. This report is being submitted because this device is similar to a device distributed in the united states. Should the device be received and evaluated or additional information becomes available, a follow-up report will be submitted.